Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility difficulties occurred. The apex balloon was advanced to the right coronary artery (rca), but was unable to cross the lesion and it was also noted that the physician was unable to see the markerbands under fluoroscopy. The apex device was removed and the procedure was completed with a 2.5x28mm maverick balloon, and then a 2.75x18mm non bsc stent was implanted. No patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
It is unk if the device is a monorail or an over-the-wire catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.